Manufacturer narrative:
The reported event of impedance and pacing anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During the initial implant procedure, a loss of pacing and high pacing impedance was observed when the device was connected to the implanted leads. The device was disconnected and replaced. All measurements were normal on the replacement device, and the implant procedure was completed without further incident. The patient was in stable condition.